Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported battery failed issue was within five years old. The manufacturer¿s field service engineer (fse) replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported backup battery failed. There was no patient involvement.